Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the charged coupled device was damaged causing the resolving power to not be obtained. The following non-reportable malfunctions were found during the device evaluation: the charged couple device failure caused the faulty image, the insertion pipe has corrosion and the universal cord is dirty. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 0°, autoclavable had a purple image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to damage on the ccd unit (cable unit). This damage was further presumed to have been due to wear and tear. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.